Event description:
It was reported that the pulse generator exhibited high current drain. Presenting measured data was 2.74 v, 6 ua and 2.4 k. Upon remeasuring data at the end of the interrogation, data was 2.71 v, 96 ua, and 2.5 k. Output was set to 2.5 volts.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. High current drain.